Manufacturer narrative:
Investigation could not be completed, no conclusion could be drawn as the product is entering the complaint system.

Manufacturer narrative:
Additional narrative: investigation was performed by synthes (B)(4). No product fault could be detected and there is no awareness of any other complaint with a similar breakage for this article. Based on the complaint description, the exact cause of this occurrence cannot be determined. Based on the appearance of the fracture face and the visible deformations from the screwdriver in hexagon socket, an assumption may be made that a mechanical overload, by excessive contact with the plate, caused this breakage.

Event description:
A device report from (B)(6) indicated a hospital in (B)(6) reported: during a metacarpals osteosynthes procedure, surgeon was tightening a cortical screw and it broke at the introduction of the head. Surgeon extracted the screw by drilling with a drill. The fracture was stabilized by forceps. No further info available.